Event description:
It was reported that the device was unable to detect anything during a case. The procedure was canceled. There were no adverse consequences or medical intervention reported.

Event description:
It was reported that the device was unable to detect anything during a case. The procedure was cancelled. There were no adverse consequences or medical intervention reported.

Manufacturer narrative:
This supplemental is being filed to add the unknown electrodes reported on (B)(4) 2013 as a concomitant product.

Event description:
It was reported that the device was unable to detect anything during a case. The procedure was cancelled. There were no adverse consequences or medical intervention reported.

Manufacturer narrative:
Upon disassembly for visual inspection the issue could not be duplicated.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. The device has not been returned.